Event description:
On (B)(6) 2005, the pt was implanted with an scs system. Both of the pt's leads suddenly stopped functioning at the same time. The pt reported that she had fallen. One lead appeared lateral on x-ray. High impedances were observed on most contacts on both leads through both the ipg and mts. On (B)(6) 2010, the leads were cut/removed and successfully replaced with a model 3219 lead.

Manufacturer narrative:
Method: visual inspection and functional testing were performed on the returned leads. The device history and sterilization records were reviewed. Results: visual inspection showed that both leads were in incomplete segments. The electrodes were peeling off both paddles and were fractured. There was discoloration along with instrument markings and cuts. Functional testing was unable to be performed due to the leads being incomplete. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: complaint about "no stimulation" cannot be confirmed through analysis. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.